Manufacturer narrative:
Additional information has been requested from the field. This report will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead presented to the hospital due to exacerbated heart failure. Follow-up found that the device was previously programmed from vvir 70 to vvi 40 at a previous device check. Additionally, loss of capture was observed at maximum device output and a pacing threshold measurement could not be obtained. The patient was started on medication and will undergo additional testing at a later date. Lv lead dislodgement was suspected but could not be confirmed. No additional adverse patient effects were reported. This system remains in service.